Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that he device battery was depleting sooner than expected. The device remains in use at this time. No patient complications have been reported as a result of this event.